Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that an oncology patient receiving outpatient infusion therapy with intermittent occlusions experienced infusor not emptying appropriately twice with no patency issues on flushing. PICC line placed on (B)(6) 2025. Line removed whilst I was in unit. Reason for removal patient experienced redness/ excoriation around dressing border. PICC kinked at 10cm from tip. 6cm external. Securacath used. PICC was dressed with 3m tegaderm dressing with chg gel. No consistent occlusion prior to removal but rightly opted for line change given issues with infusor not infusing. PICC replaced the same day. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 5/29/2025: the dressing was a 3m tegaderm with chg gel and was not from the PICC kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 10 cm and 11 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The catheter was found flattened between the 4 cm and 6 cm depth markers. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received on 5/29/2025: the dressing was a 3 m tegaderm with chg gel and was not from the PICC kit. There was redness/excoriation around the dressing border that was treated with "conservative management". The PICC occluded twice that was noted because the infusor was not emptying. There were not patency issues on flushing. Decide to change the line due to the issues with the infusor not infusing. PICC was maintained by standard care and maintenance in line with clinical standards. The intermittent infusion suggested the PICC may be positional and the clinician noted a kink upon catheter removal.